Event description:
It was reported to philips that the geometry pc experienced an application timeout. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service (rse) engineer inspected the system remotely. The rse reviewed the system logs and recommended that the field service engineer (fse) reload the suite pc. Subsequently, the field service engineer (fse) conducted onsite visit under a separate work order, replacing the node interface unit and the ad7 longitudinal potentiometer assembly. Concurrently, the customer instituted a firewall filtering solution in the network. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.